Event description:
Event verbatim [preferred term] she was going to use it but the particles just spilled out, so it looked like patch was never sealed [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number j36452, expiration date nov2017, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she purchased one of the 3 pack neck, wrist shoulder heatwraps and she really liked this product but when she opened one of the packs she guessed the carbon particles just spilled open so she was not able to use the product, it looked like the patch was never sealed. She added that she was just reporting a product complaint and she would like a refund for this product. The patient further added that she had the product to send back. The action taken with thermacare heatwrap and the outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. No follow-up attempts are needed. No further information is expected. Follow-up (28oct2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "she was going to use it but the particles just spilled out, so it looked like patch was never sealed" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "she was going to use it but the particles just spilled out, so it looked like patch was never sealed" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.